Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure the top slide of the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During the functional testing drop test the top slide self-activated following release. An xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that the right bumper was bent and the left bumper was missing. Based on the finding that the top slide self-activated during functional testing, the investigation can be confirmed for self-activation. The missing left bumper likely contributed to the incomplete cannula tang engagement as well as the reported and identified self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a biopsy procedure the top slide of the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During the functional testing drop test the top slide self-activated following release. An xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that the right bumper was bent and the left bumper was missing. Based on the finding that the top slide self-activated during functional testing, the investigation can be confirmed for self-activation. The missing left bumper likely contributed to the incomplete cannula tang engagement as well as the reported and identified self -activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Corporate lot no. The previously submitted supplemental emdr inaccurately reported the date of (B)(6)2017. The date on the supplemental should have been reported as (B)(6) 2018.

Event description:
It was reported that during a biopsy procedure the top slide of the device allegedly self activated. There was no reported patient injury.